Event description:
Event details: it was reported by customer that bupivicaine with dextrose was not working verbatim: ref: unknown. Lot: 000152990. Issue: bupivicaine with dextrose was not working. Pt harm: no. Converted to another form of anesthesia. Doe 02may2025.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional informaiton provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction: date received by manufacturer 06/03/2025.